Event description:
During a procedure, the surgeon experienced an intermittent vision problem in the right eye of the stereo viewer. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the surgery.